Event description:
It was reported by repair work order that the mattress had fluid intrusion due to a damaged cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: mattress to be replaced.